Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings shedding, fibers that I keep finding [device breakage]. Case narrative: consumer reported via email that the tampon strings have been threading off, leaving small bits everywhere. Confirmed that affected tampons were not used and no injury was reported. Lot codes: 5 227 2080 v2 19:08 2, 5 210 2080 v1 15:49 2.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon strings shedding, fibers that I keep finding [device breakage]. Case narrative: consumer reported via email that the tampon strings have been threading off, leaving small bits everywhere. Confirmed that affected tampons were not used and no injury was reported. Lot codes: 5 227 2080 v2 19:08 2, 5 210 2080 v1 15:49 2.